Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had moved from its original implant location. Subsequently, the patient underwent a revision. This device remains in service. Besides the surgical intervention that was performed, there were no other adverse patient effects reported.